Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Analysis of the device revealed that guidewire nitinol tubing was broken 8.2cm from distal end and 191.8cm from the proximal end with the core wire exposed and the platinum wire broken. A functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition after unpacking and preparation, the device was prepared as per dfu, resistance was not encountered removing the subject guidewire from the dispenser hoop, continuous flush was maintained and the patient¿s anatomy was moderately tortuous. The anatomy location (vessel name) the subject guidewire fractured was the coeliac/left gastric artery / right hepatic artery. There were no difficulties encountered prior to sudden feeling of wire ¿grittiness¿, which then immediately prompted wire removal and discovery of the wire fracture. The subject broken guidewire was removed completely from the patient and a new guidewire was not used to complete the procedure. A torque device was not used to facilitate directional manipulation of the subject guidewire and an introducer sheath was not used to facilitate the introduction of the guidewire into the microcatheter. There was no excessive force used during torqueing the subject guidewire. A progreat 2.4f microcatheter was used with the subject guidewire. As the subject guidewire device was returned that the nitinol tubing was broken 8.2cm from distal end and 191.8cm from the proximal end with the core wire exposed and the platinum wire broken. It is probable that the device fractured during manipulation of the device inside the patient. An assignable cause of procedural factors will be assigned to the reported ¿ guidewire broken/fractured during use¿ and ¿guidewire does not have smooth movement¿ and analyzed ¿guidewire broken/fractured during use¿ and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject guidewire (synchro soft 14) was being used within patient and began to feel 'gritty'. The subject guidewire was pulled back into microcatheter under screening successfully, then pulled out. After the subject guidewire was withdrawn from the patient, the scrub nurse noticed that the final 5 cm of the subject guidewire had broken off and was attached to the body of the subject guidewire by a thin filament. As the subject guidewire had been removed from the patient fully intact, but with still attached sheared fragment, no adverse event occurred to the patient. The microcatheter was removed and flushed. X-ray screening confirmed no wires retained in patient. The procedure was completed successfully. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject guidewire (synchro soft 14) was being used within patient and began to feel 'gritty'. The subject guidewire was pulled back into microcatheter under screening successfully, then pulled out. After the subject guidewire was withdrawn from the patient, the scrub nurse noticed that the final 5 cm of the subject guidewire had broken off and was attached to the body of the subject guidewire by a thin filament. As the subject guidewire had been removed from the patient fully intact, but with still attached sheared fragment, no adverse event occurred to the patient. The microcatheter was removed and flushed. X-ray screening confirmed no wires retained in patient. The procedure was completed successfully. There were no clinical consequences to the patient due to the reported event.